Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call on that the insulin pump had a blank display. The customer¿s blood glucose level was 144 mg/dl at the time of the incident. The customer noted the screen went blank even after changing the batteries the first time it went blank. Customer noted the device had cracks around the reservoir compartment and under the bumper stickers. No troubleshooting was performed. The customer was advised a replacement insulin pump will be sent out and to use a backup plan per healthcare professional's recommendation. The insulin pump will be returned for analysis.

Manufacturer narrative:
Findings: pump had blank display due to moisture damage on lcd board. Unable to perform idle current test, run current test, self test, off no power test, unexpected alarm error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test due to blank display. Pump received with minor scratched display window, cracked display window, cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip and cracked reservoir tube window.